Event description:
Baxter affiliate reports multiple incidents of blood leaks on unknown incident dates and unknown dialyzer reuse numbers during pt treatment. Noted by blood leak alarms. No major blood loss noted. No pt injury or medical intervention reported.